Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator screen is blank. The customer reported the device was not in use on patient.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The product support advised customer to verify the 23 volts on the orange and brown wires on the pm brd. Asked him to swap the entire display with another unit to see if the display is the problem or the problem is in the base. Informed him that the problem could be the display, pm board or the cpu.